Manufacturer narrative:
After further review of additional information received the following description of event or problem, premarket identification, type of report, and follow up type have been updated accordingly. Additional information received indicates that there was kinking left common iliac artery (aic) because of the anatomy. After three month, everything was fine however, one year later some thrombus was noted in both legs. Within two years right and left aic grew. Hence, no more kinking on the left aic. Further some thrombus on both legs.

Manufacturer narrative:
After further review of additional information received the following device identification, premarket identification, PMA/510k, follow up type, device manufacture date, and adverse event problem have been updated accordingly. A review of the manufacturing documentation associated with lot 17221590 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was thrombus in the 3 pieces of the incraft device, one 30mm aortic bifurcate, one 24mm x 12cm iliac limb and one 24mm x 10cm iliac limb. The devices will not be returned for evaluation as it remains implanted.